Event description:
Adverse event occurred outside us, in great britain. Patient's dad informed us that the hydro-kit bags seemed to have dents in the plastic in some and others have holes in all in the same place and on the same lot number. This has then caused some of the bags to leak during use. The patient had 16 boxes of catheters of the same lot (total 480 products) at his disposal. All catheters where removed from the customer box and emptied in to a container in the patients home after delivery. Out of these 480, patient says 5-10 leaked urine while using it. The patient has not had any medical complication or health issues connected to this.

Manufacturer narrative:
It is plausible that the products with dents or holes in the plastic where all from the same customer box, however it is not possible to know for sure since they where all taken out from the boxes. Batch documentation and production data have been reviewed and no relevant problems or deviations were registered. No earlier complaints registered for this lot. The patient has discarded the products that leaked and will keep the remaining stock since most of them are usable. He will not send any for investigation. He is informed not to use any products that might not be sterile. Photos provided shows that there are dents and suspected holes in the urine bag. The root cause for this could not be determined. Clinical statement: a broken sterile barrier may result in an increased risk of bacteria contamination and a potential urinary tract infection for the patient. On the pictures it looks like the issue is present on the part of the primary package which is not in contact with the catheter itself. Thereby, it's estimated that the catheter surface is not affected, neither by dents, nor by a broken sterile barrier. The issue is estimated to be isolated to the urine bag only, but it would be good to examine products to confirm this. A urine bag that leaks after bladder emptying is usually considered very annoying for the patient but it's not correlated to a certain patient risk.